Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation was able to confirm the reported "unspecified error" as a system error 322 alarm through review of the device event history log. The alarm could not be reproduced and a cause could not be identified. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate system error 322 alarms. The software was upgraded per the approved remedial action activities.

Event description:
It was reported that a spectrum infusion pump had an unspecified error. Any pt injury or involvement is unk.